Manufacturer narrative:
Analysis found the unit alarmed motor error due to broken interface board. Analysis was unable to verify motor position encoder error alarm and unable to perform occlusion, basic occlusion, prime, excessive no delivery and displacement tests due to constant motor error alarm. The motor was tested outside of the device and passed the motor test. The motor may have had intermittent failure that was not detected during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 110 mg/dl. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.